Manufacturer narrative:
H11 device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -12.5/1.5/090 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a longer length lens due to lens rotation not associated to low vault. Reportedly, "the second ticl is in the vertical position."the cause of the event is unknown. The problem was resolved.